Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the stimulation stopping and high impedances causes were not determined. Additional diagnostics and troubleshooting performed included that the amplitude was increased/programming adjusted to see if the stimulation could be felt by the patient, but to no avail. The patient is following up with the physician regarding potential revision/replacement of the system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that patient stopped feeling stimulation in (B)(6) 2017. Impedance measurements were taken on (B)(6) 2017 and were found to be greater than 3600 ohms. No trauma or falls were related to this issue. The rep was going to further discuss with patient's healthcare professional.

Event description:
Additional information was received from a manufacturer¿s representative (rep) regarding the patient on (B)(6) 2017. The rep reported that the physician might explant the entire system due to the impedance issue. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient's weight was (B)(6) to (B)(6) pounds at the time of the event.